Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The vent engine was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported that the bellows stuck resulting in the loss of mechanical ventilation. There was no report of patient involvement.